Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02mar2020.

Event description:
The customer reported a distorted display. There was no patient involvement. The field service engineer (fse) evaluated the ventilator and confirmed the distorted screen. The fse replaced the video graphics array (vga) printed circuit board assembly (pcba) and the problem was resolved.